Event description:
"Patient on quadruple pressors (norepi, epi, vaso, milrinone) norepi infusion alarms ""no battery"" IV pump was plugged into bracket, bracket was plugged into wall, verification of all connections checked, pump shut down, rn had to switch norepi to a new IV pump. Htm notes stated: battery latch is no longer functioning, allowing the battery to freely sit in battery bay on back of pump. Replaced battery with functioning battery with latch and put back in service."